Event description:
It was reported that the implantable pulse generator (ipg) underwent an electrical reset. No changes to parameters were noted but counters were cleared and an electrical reset alert message was triggered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).